Event description:
It was reported to philips that the device was unable to perform bi-plane imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnosis procedure is completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform bi-plane imaging. Analysis of system log file does not show any reported issue. To resolve the issue, fse re-created the image drives on ap and lp. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.